Event description:
The drill bit reportedly broke while the surgeon was drilling a screw hole for an acetabular shell. Since the shell would have to be removed in order to remove the drill fragment, the surgeon elected to leave the fragment in the pt.